Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a compatibility issue was noticed. However after further clarification and information received, it was determined that the issue had already been previously reported (under our reference number (B)(4) and report number 1020279-2020-07552). Therefore, it was determined that this case will be covered under the first report sent (1020279-2020-07552). If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that, during a thr, surgeon implanted a 32mm diameter head in a 36mm diameter liner and the two devices are not compatible. Patient will need revision surgery to swap out the head and the liner for a compatible pair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.